Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 326 mg/dl. Infusion set was changed to address bg. Customer alleged pump was not delivering enough insulin and requested pump replacement. Pump system check was performed; no device issues were identified. However, customer again requested pump be replaced. Reportedly, customer continued to use pump for insulin therapy and also had manual injections available.